Manufacturer narrative:
(B)(4). Method: the complaint 900mr810 adult heated wall reusable breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that a 900mr810 adult heated wall reusable breathing circuit was damaged during use. Conclusion: without the complaint device, we are unable to determine what caused the damage of the 900mr810 breathing circuit.. All 900mr810 adult heated wall reusable breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The complaint device would have met the specification at the time of production. The user instructions that accompany the 900mr810 adult heated wall reusable breathing circuit state the following: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration, such as: cracks, tears, or damage." "Perform a pressure and leak test on the breathing system, and check for occlusions, before connecting to a patient." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A consumer in (B)(6) reported that a 900mr810 adult heated wall reusable breathing circuit was damaged during use. There was no patient consequence.